Manufacturer narrative:
Product event summary (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic environmental stress cracking of the outer insulation, the distal and proximal conductors were pulled/stretched/overstressed, there wascosmetic depression and a white substance of the outer insulation, and there was apparent explant damage.

Event description:
It was reported that the atrial lead had high/unstable/unmeasureable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had high/unstable/unmeasureable thresholds. The lead was explanted and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.